Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient said there was an air detected in cassette alarm and then after treatment when removing the cassette there was fluid found in the pump module area. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was not able to complete treatment on the cycler. The patient has manual treatment supplies and knows how to do manual treatments. The patient is waiting for the cycler to arrive. The cycler set is not reported as being available to return.

Manufacturer narrative:
Correction: d.4., h.4. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient said there was an air detected in cassette alarm and then after treatment when removing the cassette there was fluid found in the pump module area. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was not able to complete treatment on the cycler. The patient has manual treatment supplies and knows how to do manual treatments. The patient is waiting for the cycler to arrive. The cycler set is not reported as being available to return.